Event description:
The date of the event has been entered as the published date as the date of data collection was not provided. It was reported through the research article titled ¿heartmate 3: new challenges in ventricular tachycardia ablation¿ identifying that heartmate (hm) 3 may be related to cardiac arrhythmia. This was a retrospective study, which evaluated a total of 19 hm3 patients that had undergone ventricular tachycardia (vt)/ventricular fibrillation (vf) ablation. Demographic data showed that 42% had history of atrial fibrillation and 89% patients had a history of vt prior to left ventricular assist device (lvad) implant. The elimination of the clinical vt was achieved in 15 cases (83%). Post-ablation programmed ventricular stimulation (pvs) was performed in all cases and the non-inducibility of any vt was reached in 10 (56%). Success rates were similar in patients with ischemic and non-ischemic cardiomyopathy. A single patient developed complete atrioventricular block and sustained a stroke complicated by the hemorrhagic transformation. Ten patients (55%) were discharged with antiarrhythmic treatment. Over a median follow-up of 492 days, 6 (33%) patients presented with recurrent vts and underwent a repeat vt ablation. Two patients underwent heart transplantation, one of whom died from surgical complications within a day. Another patient died more than a year after the procedure. Severe electromagnetic interference was also presented on the surface electrocardiogram. Related adverse event MFR #: 2916596-2022-11242. Related death MFR #: 2916596-2022-11243.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (december 2021) since date of data collection was not provided. Device was implanted at time of event. Article information: eyal nof et al. Europace (2022) 24, 598¿605. Http://dx.doi.org/10.1093/europace/euab272. Davidai arrhythmia center, sheba medical center, ramat gan, israel. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported magnetic interference could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. G) contains warnings in the introduction, surgical procedures, and patient care and management sections that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.